Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments were returned for sample evaluation. Gross, visual, tactile and microscopic visual and function evaluations were performed. A complete compound break was noted to the distal end of the attached catheter and the distal end of the catheter was returned. A complete compound break was noted to the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region with residue throughout. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2024). H11: h6 (result, conclusion). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, two months and twenty-five days post a port placement, the catheter was allegedly found to be fractured at time of extraction. Reportedly, the port and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, two months and twenty-five days post a port placement, the catheter was allegedly found to be fractured at time of extraction. Reportedly, the port and the catheter were removed. There was no reported patient injury.